Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the reservoir and tubing had air bubbles. Customer's blood glucose was 15 mmol/l customer stores the insulin in room temperature and the reservoirs aren't prefilled. No air bubbles are noted in the set after they have been filled. Air bubbles occurred after 12 hour period. Customer is not returning the reservoir for further analysis.